Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure the device performed an inadequate seal. 100ml of bleeding resulted after sealing was completed. No serious injury occurred or medical intervention was required. The issue extended the operation by 20 minutes.